Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 399945, lot# v038924, implanted: (B)(6) 2008, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).

Event description:
It was reported one of the leads stopped working approximately four months prior. The patient had reprogramming done. Patient had an appointment scheduled for an x-ray on (B)(6), 2013 to determine if the lead wires were dislodged.